Event description:
It was reported to boston scientific corporation on (B)(6) 2008 that a jagtome rx device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2008. According to the physician, "the device oriented too much to the right." The procedure was completed with another jagtome rx sphincterotome device. No pt complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device confirmed the initial cannulating orientation of the device was incorrect. A search of the complaint database did not identify any other complains for the reported lot number. The (B)(6) 2008, 15-month jagtome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).